Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 49 and blood glucose was 80 mg/dl, even after calibrating. Customer was also not able to upload to carelink. After troubleshooting, customer was advised to reconnect to sensor and to monitor issue. No further information provided.